Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that hookup the drawers were offline. The technical support specialist (tss) updated the network adapter internet protocol address for the cabinet in windows from dynamic host configuration protocol (dhcp) to 172.23.0.124. The cubex application was then restarted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a message was displayed on the screen indicating that the drawers were offline, the user was unable to log on, and no items were available to issue at that time. However, there were no delay to patient care and adverse events or injuries reported based on this incident.